Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 289 mg/dl and an unspecified level of urinary ketones present. The reporter alleged the pump had no audio tones. The patient reportedly did not receive any treatment above or beyond that of usual diabetes management. Bolus and basal settings were reported to have been adjusted. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy related to no audio tone from the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: on investigation, the pump was returned for investigation with all sound features set to high. On investigation, auditory tone and vibration were functioning normally. Alarms were reproduced as part of the investigation and the pump gave the appropriate sound warning and correct screen message. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. Delivery accuracy testing revealed the pump was delivering within the required range and delivering accurately. No delivery interruptions, errors, alarms or warnings occurred during the investigation. The pump was found to be operating as intended without malfunction. The complaint was not duplicated.